Manufacturer narrative:
Although 3 samples were alleged. However, only data for 2 samples were provided, the lot used for #3 was unknown as it was not found in the data set. Investigation was performed and data reviewed for the two samples showed to be near the limit of detection (lod)very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. As a result, it is important to recognize that discrepant results between the cobas® liat® system and another highly sensitive molecular test may not indicate the cobas® liat® system result is erroneous. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged 2 samples generated a false positive result using the cobas® sars-cov-2 & influenza a/b test on the liat system (sn: (B)(4)). According to the customer, the two samples initially generated positive results for the sars-cov-2 target on the cobas® liat® system. Upon repeating the tests using different platforms, negative results were generated. The customer indicated that the samples were both throat and nasopharyngeal and were collected using glucose-lactalbumin-yeast virus transportation medium (gly), mantacc swabs for throat samples, and luxus lebenswelt gmbh for nasopharyngeal samples. Throat samples are not validated sample types to be used for testing. According to the method sheet, the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system is intended for differentiation of sars-cov-2, influenza a, and influenza b virus rna in healthcare provider-collected nasopharyngeal and nasal swabs, and self-collected nasal swabs. The catalog numbers for both manufacturers were not confirmed. This is considered to be an off-label. The positive results were not reported to the patient and no harm was alleged. Per the FDA guidance, two (2) mdrs will be filed, one per patient.